Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient inserted a new sensor, experienced inaccurate readings, and soon after felt a sharp, stinging pain with arm movement, leading to the removal of the wearable from the arm. The next day, the patient's spouse observed a boil about 3 inches wide in diameter and redness and swelling at the site of the needle puncture. The skin in that area felt tender and warm when touched. On that same day, the patient consulted a family medicine physician who evaluated the area and suggested an ultrasound to exclude a retained foreign body, which confirmed that no wire fragments were left under the skin. There is no report indicating that the patient mentioned a broken or detached dexcom sensor wire. The patient stated that no other part of the body was impacted; diagnostic lab testing or drainage was conducted at the location. The physician marked the area of concern for observation and prescribed a course of oral antibiotics (amoxicillin, dosage unspecified) while instructing the patient to return if symptoms worsened within a week. The patient still felt warmth, swelling, redness, tenderness, and pain in the first week of antibiotic treatment. Symptoms improved by the conclusion of the second week, with a lingering pea-sized bump still present but not problematic. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).